Manufacturer narrative:
(B)(4). Batch # n53n4z. The analysis found that one pce60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: had the device fully fired when the blade did not move back? He fully fired but blade didn't go to anvil tip. Was there any difficulty opening the device jaws? Yes. If yes, how was the device removed from the patient? Surgeons do the manual override for move the blade back. If yes, did the jaws eventually open? Yes. How was the procedure completed? He changed to new stapler (new echelon flex).

Event description:
It was reported that during an open lobectomy procedure, after the second shot, the blade did not move back and hold. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Three photos were provided: picture one shows a packaging box with a label with the lot number n90n96, expiration date 02-28-2019, there is a note with the date of (B)(6) 2016 and the name of the procedure ¿lobectomy¿. Picture two shows the device that can be seen at the packaging box that was already opened. Picture three shows the anvil part with the knife at the beginning of the jaw, and no anomalies can be noted. Based on the photos alone, the event description cannot be confirmed as the device appears to be in good condition, and with no indications of damage.